Event description:
Customer reported that foreign object (hair) found inside.

Manufacturer narrative:
Due to the unavailability of batch information, it was not possible to perform the analysis of archived samples. Additionally, no trends related to this issue have been identified during our track-and-trend analysis.based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millenniumcontinues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. This report was initially submitted on 04/06/2025. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.